Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a loose connection between homechoice cassette and the supply bag that led to this alarm; a leak occurred. The patient would setup with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter last name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to b5: during follow up, it was clarified the patient did not properly connect the solution bag to the supply line (previously omitted). Correction made to f10/h6: medical device problem codes: a2303 added (previously omitted). Use errors and proper user instructions are addressed in the "homechoice claria apd system patient at-home guide¿, which is shipped with every homechoice claria device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.